Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that elevated thresholds were observed. It was noted that varying impedance between unipolar and bipolar configurations was suspected to be as a result of calcification or mineralisation of the rv lead ring and thresholds observed indicated a suspected movement of the rv lead. The rv lead was reprogrammed and remains in use.